Manufacturer narrative:
Discrepant negative gradings in antibody identification test for one patient sample with an anti-m(mns1) antibody. The root-cause could not be determined. No general product failure is identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
Complaint reporter is reporting two discrepant negative gradings for antibody identification for one patient sample in iat technique using ortho biovue technique in conjunction with their ortho vision biovue analyzer. Complainant/complaint reporter: mrs. (B)(6), biologist. Event date: (B)(6) 2017. Reported on (B)(6) 2017 by mrs. (B)(6) to the helpdesk. Software version: 3.6.0. Reagents: ortho biovue system igg cassette lot igc652a exp. 26 february 2017. The 0.8% surgiscreen lot 8ss9035 exp. 24 january 2017. The 0.8% resolve panel c lot 8rc518 exp. 24 january 2017. Patient information: not provided. The customer reported that, on (B)(6) 2017, they had tested a patient sample for antibody screening in iat technique using ortho biovue system igg cassette and 0.8% surgiscreen in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with cells 1 and 2 and a weak positive reaction (with 1+ reaction strength) with cell 3 of the red cell reagent. The customer reported that, on the same day, they had tested the same patient sample for antibody identification in iat technique using ortho biovue system igg cassette and 0.8% resolve panel c and that they had obtained weak positive reactions (with 0.5+ reaction strength) with cells 6 and 11 and negative reactions with the other cells of the red cell reagent. The customer reported that, when reviewing manually the cassettes reactions, they would have graded the reactions with cells 2 and 4 of the red cell reagent as weakly positive (with 0.5+ reaction strength). The customer reported that, on the same day, they had tested the same patient sample for antibody identification in iat technique with a 20°c incubation using ortho biovue system igg cassette and 0.8% resolve panel c and that they had obtained weak positive reactions (with 1+ reaction strength) with cells 2, 4, 6, 8 and 11 and negative reactions with the other cells of the red cell reagent. The customer reported that they were able to identify a weak anti-m(mns1) antibody. The customer reported that no biased result had been reported to a physician and that the patient had not been harmed as a result of the reported event.